Event description:
Reports of smartsite infusion sets not priming have come in from two separate hospitals within (B)(6). It has been reported that when the stopper is disengaged the fluid does not flow down the tubing sets. These incidents have been reported from both hospitals. Per site reporter: left a message with bd customer complaints. Waiting for their return call to organize the return of the sample for failure analysis.